Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.